Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display, frozen display and also had multiple pump error alarms. Customer stated they were able to clear the alarms and they were able to rewind insulin pump. Customer was performed self test and it ID not passed. Customer stated the alarm did not occur immediately after a battery change. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No missing segments or partial display noted during testing. Unable to verify pump error 68 or 23 alarm due to critical pump error (open book image) alarm.